Event description:
Clinical registry. It was reported 189 days following a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred which required a re-intervention. The index procedure identified a de novo lesion in the distal circumflex (cx) artery. The lesion was 85% stenosed, 3.0mm in diameter, 8mm in length, mild vessel tortuousity, and moderate calcification. The physician treated the lesion by direct-stenting a taxus express2 3.50x12mm stent at 18atms. The stent was post dilated to 20atms. The stent was fully apposed which was confirmed using ivus. The results were timi-3 flow with 0% residual stenosis. The pt was discharged later the same day on plavix and aspirin. At 189 days following the index procedure, the pt underwent a target vessel re-intervention due to focal in-stent restenosis of the taxus stent. The physician implanted a cordis cypher stent to treat the restenosis. The pt was discharged the following day. The relationship of the event to the device per the investigator is "unk."

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #7568337 found that the device met its material, assembly and product specs, at the time of release to distribution.